Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and high blood glucose. Customer's blood glucose level was 40 mg/dl which was treated with carbs and at the time it was 600 mg/dl. Customer was also reporting that inaccurate sensor readings triggered a threshold suspend. The customer¿s blood glucose was 600 mg/dl and sensor glucose was 50 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 50 mg/dl. It was unknown that auto mode feature was active or not at the time of incident. The sensor will be returned for analysis and insulin pump will not be returned for analysis.